Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 814; this condition had the potential to interrupt delivery. This condition was found in the biomed department during preventive maintenance. It is unknown what process step this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: this involved an unremediated infusion pump with user interface module master software version 5.04.00. A service history review revealed that this device has been serviced five times prior to this event. However, no previous service events were related to the reported condition. Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 814 on channel b was confirmed by baxter personnel during product evaluation. The root cause was assigned to a defective pump head module. The channel b pump head module was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.